Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes did not provide any additional information. The procedure was initially continued with three arm carts and then a loaner arm was used. Evaluation of the logs indicated that the arm cart assembly experienced three instances of the z-slide e-release being activated, which prevented the arm cart from calibration and further usage. After activation of the e-release, the proper reset workflow should be followed. An error code for 'arm non-recoverable error - instrument drive unit e-release' was triggered, which reports a subsystem non-recoverable inoperable error and a system recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition. The investigation concluded that the most likely root cause could be traced to a faulty e-release in the instrument drive unit (idu). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively to a robotic laparoscopic cholecystectomy procedure, while preparing the system for use and before the patient was under anesthesia, there was an issue with the instrument drive unit (idu) mechanical release of the arm cart assembly. A loaner arm cart was used to complete the procedure. There was no patient involvement when the issue occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively to a robotic laparoscopic cholecystectomy procedure, while preparing the system for use and before the patient was under anesthesia, there was an issue with the instrument drive unit (idu) mechanical release. A loaner arm was used to complete the procedure. There was no patient involvement when the issue occurred.